Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 120 mg/dl. Customer was calling back after receiving a new battery cap. The customer also stated that the insulin pump showed battery power low. This was the customer's first call within 1 week for low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert and blank display anomaly noted during test.